Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump had to press harder and a took few time to respond. Customer had to changed battery more than once in a week. Customer mentioned that they had to program the time and date every time when they changed the batteries and backlight was dim. Customer declined to troubleshooting with 24 hours helpline. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.